Event description:
On (B)(6) 2025, the user contacted support after receiving an ¿urgent low soon¿ alert from the ilet device. The user had already initiated treatment prior to the call and stated they were monitoring the situation. The ilet device alerted appropriately. The user reported a blood glucose level of 68 mg/dl at the time of the alert. The low was treated with carbohydrate intake, and bg levels rose to 93 mg/dl within approximately 15 minutes. No symptoms or medical intervention were reported. No device malfunction was identified.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.